Manufacturer narrative:
Continuation of d10: product ID a820 (serial: unknown); product type: 0216-software. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated they haven't gotten any relief since the implant. The patient stated when they implanted the system the catheter was supposed to be at t1 but they couldn't get it up and it kept kinking and curling, so they stopped it at t8. The patient wanted to be educated on how to use the external equipment. The manufacturer's patient services specialist (pss) walked the patient through how to connect to the pump and patient got a system error message stating patient bolus is disabled. The patient was redirected to their healthcare provider to further address the issue.